Event description:
A malfunction alarm was reported with code malf 9, and technical support provided the necessary pump reset information to the customer. The customer's blood glucose level remained within normal range and did not exceed 500 mg/dl. After following the provided instructions, the pump reset successfully, and the same malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any issues reappeared.